Manufacturer narrative:
Device received with broken battery cap. Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify unexpected low battery alarm and perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display.

Event description:
The customer reported via phone call that the battery released acid in the battery compartment. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the battery went dead. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.